Manufacturer narrative:
Medical assessment of the event stated the differences in customer results between (B)(6) 2017 and (B)(6) 2017 were possible since one coumadin/warfarin dose was held. The treatment the customer received for anemia and heart failure was most likely unrelated to anti-coagulation therapy and monitoring. There was no allegation that the customer was bleeding. A product problem was not identified.

Manufacturer narrative:
(B)(4).

Event description:
The customer questioned inr results on his coaguchek xs meter with serial number (B)(4). On (B)(6) 2017 the customer tested on his meter and received a result of 6.8 inr. The customer¿s coumadin dose of 5 mg was held based on this result. On (B)(6) 2017 the customer tested on his meter again and received a result of 2.9 inr. The customer didn¿t believe his inr result would drop that much, so he went to the hospital. The customer didn¿t think either of the results from the meter were correct. The customer¿s inr was tested at the hospital but the customer was unable to provide the results. The customer was admitted to the hospital and received a blood transfusion on (B)(6) 2017 due to congestive heart failure and anemia. The customer is not normally anemic but once the customer arrived at the hospital, his iron levels were found to be very low. The customer was in the hospital for 5 days. Afterwards, the customer resumed his coumadin dose of 5 mg. The customer is currently in stable condition but very tired. The customer¿s therapeutic range is 2.5 ¿ 3.5 inr. The customer is testing with the coaguchek xs meter due to an artificial heart valve. The customer has no antiphospholipid antibodies. The customer is not on heparin. The customer has had no diet changes. The meter and test strips were requested for investigation.

Manufacturer narrative:
The meter was returned. The test strips were not returned. The strip lot used for the result of 6.8 inr was determined during a review of the returned meter. Lot number and expiration date were updated. The returned meter was tested with the current master lot: qc #1: 2.5 inr, qc #2: 2.6 inr. The quality control (qc) values received were within the specified range of 2.2 - 3.4 inr. All measurements were without error messages. No dosing errors were seen. The returned material meets the specification. Relevant retention test strips (lot 152881) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable. A specific root cause was not identified. None of the patient's medications are known to interfere with the accuracy of the test results. Based on a review of the meter memory, there was no result of 2.9 inr on (B)(6) 2017. There was a result of 2.4 inr on (B)(6) 2017.